Event description:
The caller stated that the tracheostomy tube cuff would not stay inflated. The tracheostomy tube worked "ok" for two weeks before having to be replaced due to the cuff not staying inflated. The cuff was not pretested.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.